Event description:
It was reported that during the implant attempt, the right ventricular lead had high/unstable/unmeasurable threshold, and the lead insulation may have been breached near the connector pin. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.